Manufacturer narrative:
Device is combination product. Initial reporter phone: (B)(6).

Event description:
(B)(6) clinical study. It was reported that thrombosis occurred. The subject underwent treatment with the 7x80, 130cm study stent on (B)(6) 2019 as part of the regal clinical trial. The target lesion was located in the 100% stenosed proximal, middle and distal left sfa with 200mm referenced length. Reference vessel diameters were 6mm proximally and distally. Pre-dilatation was performed using one balloon and the lesion was crossed through the true lumen. The study stent was implanted. Post-dilatation was performed using one balloon and residual stenosis was 0%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2020, a stent thrombosis was observed. Medication was given or regimen was adjusted. The event was assessed as resolved with sequelae with unknown date.